Event description:
I purchased four boxes of different gloves from concentric health alliance. When I received them in the mail, I noticed all of them are either expired or a month away from expiration. This company claims there is a 5 year shelf life on the gloves, but latex is a natural material that breaks down after 3 years. This company is also claiming it has been approved by the FDA on an extension on shelf life of latex gloves. They could not provide documentation to back this up. Reference report #mw5158883, #mw5158884, #mw5158885.